Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer experienced a low blood glucose (bg) level of 53 mg/dl; cause was unknown. Food was consumed to treat bg. Reportedly, the customer had manual injections as alternate insulin therapy.